Event description:
It was reported that during preparation of the 3.0 x 18 mm xience v stent delivery system (sds), an attempt was made to evacuate the air from the device using an indeflator, but the air continued to pull, and the air could not be evacuated. A new xience v stent and indeflator were used to continue the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential causes for a leak include, but are not limited to, materials, loose connections, balloon or shaft rupture, damaged threads on the hub, faulty inflation device, associated devices being used and manufacturing. To ensure this is not a manufacturing related issue, all stent delivery systems are subjected to a 100% visual inspection. In addition, 100% of the products are leak tested during manufacturing. In this case, the product was not returned for evaluation, which may have assisted in the investigation. It is possible that there may have been a faulty connection during the preparation of the device that resulted in the reported leak; however, this can not be confirmed. In this case, the product was not returned for evaluation, and a conclusive cause for the reported leak could not be determined. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. In summary, based on the investigation, there is no indication of a product quality deficiency.